Event description:
This report concerns porex medical group's manifolds that were supplied for incorporation into IV administration sets produced by the finished device manufacturer, abbott labs. Nurses reported 3 incidents of the manifold breaking off into the swan ganz catheter when the clinicians attempted to separate them with hemostats. (The device is not intended to be used with hemostats). There were no reported injuries associated with these events. There is no evidence that the porex manifold caused or contributed to this events, but because porex also markets manifolds as finished devices, the company is submitting this report in the spirit of complying with the MDR regulation.